Manufacturer narrative:
(B)(4).

Event description:
Reportedly, on (B)(6) 2017, some difficulties were encountered upon performing the induction test. Review of the episodes stored in the device memory revealed shock overload condition for delivered shocks. It was suspected that the shock overloads most likely result from an issue with the lead. Other than the shock overloads, the performance of the lead appeared normal, including the pacing and sensing thresholds and the measured lead and coil impedances. The patient was admitted in the hospital. Preliminary analysis did not show any anomaly with the ICD. At this point, the defibrillation lead issue is highly suspected and remains the most probable hypothesis. Patient care recommendations have been provided (physician should evaluate the benefit of a re-intervention, so as to check the integrity of the ventricular lead and its proper connection to the ICD).

Event description:
Reportedly, on (B)(6) 2017, some difficulties were encountered upon performing the induction test. Review of the episodes stored in the device memory revealed shock overload condition for delivered shocks. It was suspected that the shock overloads most likely result from an issue with the lead. Other than the shock overloads, the performance of the lead appeared normal, including the pacing and sensing thresholds and the measured lead and coil impedances. The patient was admitted in the hospital. Preliminary analysis did not show any anomaly with the ICD. At this point, the defibrillation lead issue is highly suspected and remains the most probable hypothesis. Patient care recommendations have been provided (physician should evaluate the benefit of a re-intervention, so as to check the integrity of the ventricular lead and its proper connection to the ICD).